Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (unable to charge batteries) has been confirmed. Upon investigation the battery charger was unable to power on and charge a battery. The cause for the failure was isolated to a defective power supply brick. The root cause for the defective power supply brick could not be positively identified. No adverse events occurred due to the defective charger.

Event description:
A us distributor reported that a patient's battery charger was unable to charge a battery pack.